Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was slightly angled at 30 degrees; it was 3 cm long and 22 - 23 mm in diameter. The vessels were severely diseased and calcified with mild tortuousity. It was reported that the spindle got caught on the bare springs during removal of the delivery system. The physician turned the delivery system clockwise and counter clockwise in an effort to remove the delivery system. It was reported that the physician rotated the delivery system counter clockwise while the delivery system was being pushed forward onto the softer part of the guide wire and this seemed to free the spindle after which the physician was able to remove the delivery system out of the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).